Event description:
It was reported that during an anterior resection procedure, the surgeon attached the anvil to the gun and began to wind down the gun. He continued and noted that there was not the same feeling of resistance as usual, almost as though the anvil had not attached completely. The gun was fired but did not feel correct and it was noted that the gun had not cut the tissue. The gun was released and it was noted that the anvil was correctly intact. The gun was opened and staples had been pushed up on one side of the gun (open staples as opposed to formed staples) with no staples on the other side. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.